Event description:
It was reported that the patient suffered from phrenic nerve stimulation. The patient presented to clinic for follow up. Upon interrogation, the left ventricular lead exhibited unacceptable thresholds. The lead was capped and replaced. The patient no longer experienced phrenic nerve stimulation.